Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that her insulin pump had a keypad anomaly; one of the buttons was difficult to press. The patient's blood glucose at the time of incident was 487 mg/dl, which she treated with a manual insulin injection. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with no escape and act buttons response due to flattened button dome switch. The connector on lcd board was inspected and no anomaly was noted. Unable to perform rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests due to no escape and act buttons response. The insulin pump had minor scratched display window, cracked case at the display window corners and broken reservoir tube lip.